Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam and caused cancer. The patient reportedly passed away. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. The manufacturer was not captured data in section h9-correction/removal reporting number in previous report and it has been corrected in this report. Section a1 was updated in this report. Section h6 has been updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient reportedly passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.